Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon examination under magnified video scope, significant wear patterns covering the circumference of the underside indicate that the screw was tightened over a rod that was not entirely seated. The increased friction caused by this method of reduction will partially consume the applied torque. This will prevent the indicated amount torque from being applied directly to the parallel interface between set screw and rod, thus compromising the integrity of the lock.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the patient felt a burning sensation post-operatively. Scans showed that the set screws had loosened. Patient was revised on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 09.15.2017 it was reported to k2m, inc. That the patient felt a burning sensation post-operatively. Scans showed that the set screws had loosened. Patient was revised on (B)(6) 2017.